Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was that they wanted to increase the strength of the stimulation, however they were getting the message settings not available. Patient said that they tried to switch groups, however nothing changed. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. 2025-jun-16 mpxr1313729 (rep): it was reported that the patient had high impedance issues at 40000. Troubleshooting was performed. Ran impedance and programmed around. The issue was resolved. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), product type lead; product ID 977a260, serial# (B)(6). Product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.